Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00520. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and a penumbra system pump max 110v (pump max). During the procedure, while attempting to advance a cat8 into and down the sfa using a non-penumbra sheath, the distal end of the cat8 became bent; therefore, it was removed. It was also noted that the pump max would only reach -25 inhg. The procedure was completed using a new pump max, a new cat8 and the same sheath. There was no report of an adverse effect to the patient.